Event description:
Ous MDR - this device was explanted and returned for analysis due to early eri, which was detected by home monitoring. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the ICD interrogation revealed the battery status eri. The device was implanted for 37 months and 15 charging cycles were recorded to the device memory. The amount of charge taken from the battery was verified. The verification indicated an unexpected battery depletion. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The direct measurement of the battery voltage confirmed an unexpected battery depletion. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly a local low resistance on the part of the cathode was identified, which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In conclusion, the device was implanted for 37 months. The therapeutic functionality of the device proved to be fully functional. An increased internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis results it is assumed that the therapy functions of the ICD were entirely available while the device was implanted and in service.